Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. Calibration data provided was within expected ranges, while quality control data was not available for review. Additional testing of the sample using the elecsys anti-hcv ii assay on a cobas e411 analyzer yielded a reactive result of 7.26 coi. Testing with the fujirebio inno-lia hcv score assay found the sample to be negative, confirming the elecsys result as a false positive. The specificity of the assay, as stated in the method sheet, allows for the occurrence of single false-positive results. The root cause of the event was attributed to a sample-specific issue.

Event description:
The initial reporter alleged repeatedly reactive results for a patient sample tested with the anti-hcv g2 elecsys cobas e 100 assay on a cobas e411 rack. The same sample was also tested with the elecsys method on an unknown analyzer in a different laboratory, yielding reactive results. The reported results with the anti-hcv g2 elecsys cobas e 100 assay were 8.55 coi (reactive) and 8.77 coi (reactive). When tested in a different laboratory, the anti-hcv g2 elecsys cobas e 100 assay result was 7.39 coi (reactive). Testing with a competitor assay (minividas) produced a negative result.